Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a failed processor circuit card. Processor circuit card fault detected during calibration. Processor circuit card was replaced. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the flow was fluctuating in an arctic sun device, and they exchanged of circulation pump. It was reported that there was a faulty spare part for arctic sun device and problem with flow was found during depot repair. Service technician replaced faulty circulation pump on device and found out that the new spare part was faulty and there was problem with flow, error shown during calibration. Per sample evaluation results on 22feb2024, it was reported that the spare part circulation pump found faulty by technician and out of box failure of circulation pump. Processor circuit card fault detected during calibration.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the flow was fluctuating in an arctic sun device, and they exchanged of circulation pump. It was reported that there was a faulty spare part for arctic sun device and problem with flow was found during depot repair. Service technician replaced faulty circulation pump on device and found out that the new spare part was faulty and there was problem with flow, error shown during calibration. Per sample evaluation results on 22feb2024, it was reported that the spare part circulation pump found faulty by technician and out of box failure of circulation pump. Processor circuit card fault detected during calibration.